Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 233 mg/dl (inform meter) and 178 mg/dl (lab) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.